Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Event description:
A 55-year-old patient presented with an acute myocardial infarction complicated by cardiogenic shock, society for cardiovascular angiography & interventions stage e, with an elevated lactate level of 7.0 mmol/l. Hemodynamic stabilization required the use of more than three inotropes and vasopressors. An impella cp device was inserted via the right femoral artery following percutaneous coronary intervention of the right coronary artery. The patient subsequently required escalation to extracorporeal membrane oxygenation. Echocardiography later demonstrated that the impella device had migrated proximally. In accordance with the clinical team¿s decision, no repositioning was undertaken at that time, and device removal in the catheterization laboratory was planned for a later stage. A complaint was submitted regarding the unintentional device migration. The patient survived. The case was conservatively classified as device repositioning and additional device needed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.